Event description:
It was reported that the surgeon implanted 52mm cup after reaming to 51mm reamer. The cup was well placed. As he inserted the liner it became caught up on the sharp edge of the locking ring and grabbed the ring, bent it and ring fell out. The liner was damaged and the cup was no longer usable. Surgery was completed with another implant.

Manufacturer narrative:
Evaluation summary: based on the above info, it is possible that the inability to seat liner in the shell and the damage to the locking ring may have been caused by one or a combination of the following occurrences: mis-alignment of the locking ring during the shell impaction. Mis-alignment of the liner impaction. Soft tissue impingement preventing the liner from seating. Mis-alignment of the locking ring in the shell during liner impaction. Ring rotated in the groove of the shell during shipping. Ring rotated during impaction into the acetabulum. Evaluation: parts meet print specification where measured. The manufacturing records were reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification.